Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that an occlusion occurred while using saline in the pump. There was no infusion tubing connected to the pump. The pump was not connected to a customer. The contact indicated that the cartridge would be changed.